Event description:
It was reported that when the device was used during an laparoscopic assisted vaginal hysterectomy procedure, the device would not fire. The surgeon removed the gun and replaced it with another tsw45 to complete the case. There was no consequence to patient.